Event description:
It has been reported to philips that the allura system did not boot up successfully as it got stuck at 00:00. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the fast ethernet switches in the r-cabinet and control room connection box (crcb) and the flex-pc which returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed malfunctioning flexvision pc and sib. The fse replaced fru flex-pc hd (without snapshot) and fast ethernet switch in the r-cabinet which was intermittently working. After replacement of the flex-pc hd and ethernet switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.